Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming "no disposable, pump won't run." There was air in line. The reservoir volume was 86.4 ml, the rate was 2.2 ml/hr, and 13.65 ml was given. It is unknown is there was patient, or clinician injury associated with this occurrence.